Event description:
It was reported that the patient's right atrial lead exhibited dislodgement leading to loss of capture. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported events were loss of capture and lead dislodgement. As received, a complete lead was returned in one piece. The lead was returned with the helix extended, stretched, and clogged with blood/tissue. The full helix extension length could not be measured due to the as received condition of the lead. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.